Manufacturer narrative:
Device history records (DHR) were reviewed and confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The mother of the consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her daughter. She indicated that the event occurred with three tampons. She stated she was able to remove the remaining pieces and did not need to seek medical treatment.